Event description:
An inspire upper airway stimulation system, model 3028, was implanted on (B)(6) 2024, in (B)(6), after an FDA class I recall issued in (B)(6) 2024. During post-implant device activation and programming, the patient experienced abnormal voltage sensations, discomfort, and sleep-disrupting pain. These symptoms were reported in writing to an inspire company representative, who stated that device function and parameters were within normal limits. No corrective action or escalation was taken. In (B)(6) 2025, the patient developed severe pain at the chin and chest surgical sites. On (B)(6) 2025, the patient observed extrusion of a device lead through the skin, exposing internal components and creating a risk of infection. The implanting physician ordered urgent surgical explantation of the inspire device. Following explant surgery, the patient experienced active chest bleeding, requiring evaluation in the emergency department. The patient developed fever the following day, raising concern for systemic inflammatory or infectious response. The adverse event resulted in: device failure emergency explant surgery post-operative complications physical injury and pain the device model involved is subject to an FDA class I recall, and the adverse event appears consistent with serious safety concerns related to the recalled device.